Manufacturer narrative:
B3. (Date of event) has been updated. D1. (Brand name) has been updated. D9. (Date device returned to manufacturer) has been added. H3. (Device evaluated by manufacturer?) Has been updated. The root cause of the battery failure alarm on (B)(6) was an internal battery fault due to the customer not routinely charging the batteries.

Event description:
The user facility reported that during annual pm after initial startup, the console displayed a red battery failure alarm. There was no patient involvement.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.